Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "implant was hard," "visibly different in size and shape," " nipple is lower than my right nipple," capsular contracture baker grade unknown, and "worry of this is constantly on my mind and I¿ve become very withdrawn with all the stress of not knowing what is happening inside my body." The device remains implanted.